Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and the issue was confirmed, lack of solvent was found at the tubing connection at the blue connector. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the tubing leaked and it led to insufficient pressure and "no absorbent function" during a cataract procedure. The issue was resolved by replacing the pack. The procedure was completed without harm to the patient. Additional information and product sample have been requested.